Event description:
Initial result for a pt creatinine was 0.1 mg/dl. When repeated, the result was 4.0 mg/dl. The incorrect result was not used to guide therapy. The account discovered the reagent probe was misaligned and corrected the issue by aligning the probe.